Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that for the past couple of days they think their therapy has been "out of whack". The patient reports that hurricane matthew hit and they had" clean up her therapy change". The patient also states that she used her patient programmer to adjust her settings and check her therapy but did not help her sciatic nerve which is horrible. The patient was recommended to follow up with their health care provider. Indications for use includes non-malignant pain and degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.